Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy with their t12 drg lead. Diagnostics discovered the lead was fractured. In turn, surgical intervention was undertaken wherein the t12 drg lead was explanted and replaced to address the issue. Effective therapy was established post-operatively.